Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of heat identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to user, which is use error/misuse. UDI: (B)(4).

Event description:
It was reported that the motor device was broken. During in-house engineering evaluation, it was observed that the device had a cosmetic damage, and the cutter device could not be secured/locked. It was further observed that the device generated heat, and the locking components were damaged. It was further determined that the device failed pretest for visual assessment, cutter lock assessment, temperature assessments. It was not reported if the device was used in surgery, or if there was patient involvement. It was reported that there were any delays in the surgical procedure and a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.